Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A battery performance alert was detected on (B)(6) 2017. Premature battery depletion was not confirmed by analysis, however, the alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. Since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.

Event description:
This report is to advise of an event observed during analysis.